Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. The customer encounters an unspecified error message with (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced seizure, loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a 56 mg/dl glucose result and administered IV glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.